Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving dilaudid (4 mg/ml at .6591 mg/day) and clonidine (1000 mcg/ml at 165 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain and complex regional pain syndrome. On (B)(6) 2016 it was reported that pump interrogation on (B)(6) 2016 indicated that the pump estimated eri (elective replacement indicator) was 26 months; no change in concentration or flow rate was made. The patient heard the pump alarm on (B)(6) 2016, called the clinic, and was told to come in. The patient came in on (B)(6) 2016 and pump interrogation indicated that eri occurred on (B)(6) 2016. Pump replacement was planned for (B)(6) 2016. No patient symptoms were reported. The patient status was reported as "alive - no injury."

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿pump battery ¿ high resistance¿ and ¿pump ¿ overinfusion ¿ undetermined root cause¿. Correction numbers: z-3043-2011; z-2276-2009; and z-1570-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.